Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed a leak on the base of the instrument due to waste chamber vc10 not draining properly. The fse found that the black choke for the drain assist pathway for bath waste chamber vc10 via pinch valve 12f (vl12f) was not helping the vacuum chamber drain properly. The fse cleaned out the choke and verified proper draining after the choke was cleaned out. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the lh780 analytical station instrument. The volume of the leak was around 2 cups and was not contained within the instrument. No erroneous results were generated in connection with this event. There was no biohazard exposure to open wounds or mucous membranes.